Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead.

Event description:
The consumer reported the following change in therapy: loss of therapy. It was stated their implant wouldn¿t hold a charge for the last 3-4 months and that they also saw a call doctor message. It was indicated that their back had been hurting as well for the last 4-5 months and it was where the leads come out. Additional information received from the consumer reported that their implantable neurostimulator (ins) was overdischarged for the third time. It was stated that a manufacturer representative (rep) checked the ins and said it was dead. The consumer was in a lot of pain and needed the ins replaced. It was indicated that the implant was burning him at their hip and at the lower spinal cord where the electrodes were at. The pain and burning had started about 4 months ago but have become more intense in the last 1.5 months. The consumer was working with their healthcare professional to have the system explanted. The patient was implanted for non-malignant pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.